Manufacturer narrative:
The involved device was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. Based on the available information, there is no evidence to indicate that a malfunction occurred. A search of the complaint database revealed no other serious events associated with this device. (B)(4).

Event description:
A report was received on 17 nov 2020 from the home therapy nurse (htn) of a (B)(6) year old female patient with multiple comorbidities and end stage renal disease approved for performing solo home hemodialysis therapy stating the patient expired during a hemodialysis treatment on (B)(6) 2020. Additional information was received on 18 nov 2020 from the htn stating the patient was found deceased with the dialysis needles still attached to her arm. Treatment details and cause of death were requested and were not received. Per the htn, no additional information will be provided.